Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon was removing an old 5.0 compression screw, the tips of 2 of the drivers broke. All fragments were located and removed with use of x-ray. Additional information provided (B)(6) 2021: the procedure being performed was 5.0 headless screw removal. The part and lot number of the device was not provided as has now been discarded. The drivers that were broke in the case will be returned for evaluation.